Event description:
Additional information indicated that the device displayed high pacing impedance measurements greater than 2000 ohms and high shock impedance measurements greater than 125 ohms. A revision procedure was performed and the device was explanted.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had the ventricular tachycardia (vt) mode programmed to a value other than monitor plus therapy. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received this report will be updated.